Event description:
A talent thoracic stent graft system was selected for implantation in a patient for the endovascular treatment of a 1.3 cm saccular thoracic aortic aneurysm in zone 3. The distal aortic arch, approximately from zone 2 to zone 3, was severely tortuous. Vessels were non-tortuous and non-calcified. It was reported that the physician attempted to implant one talent taa device to cover the area from zone 2, starting at a lesion at the left subclavian artery, to the thoracic aneurysm at zone 3. The delivery and positioning of the talent device to the target lesion of zone 2 were successfully completed; however, when the physician tried pulling the graft cover in order to deploy the device, the graft cover did not move. Several attempts to deploy the graft were made unsuccessfully, and some kinks on the graft were confirmed under x-ray. The physician elected to remove the talent graft from the patient and then changed to a homemade stent graft and completed the operation successfully. No clinical sequelae were reported, and the patient is fine. The device has been received by medtronic , and the analysis has been completed.

Manufacturer narrative:
(B)(4): eval, results: lesion at the left subclavian artery; severely tortuous distal aortic arch. Conclusion: lesion at the left subclavian artery; severely tortuous distal aortic arch. Evaluation summary: the stent graft was returned fully deployed. The touhy borst and valve were connected in place. There were multiple kinks on the sheath at 3 cm, 5.5 cm, 8 cm, 9.75 cm, 14.5 cm, 17.5 cm and 20 cm. The outer diameter at the marker band was 0.323. During evaluation, the graft deployment mechanism was tested; however, because of the multiple kinks, it was very difficult to deploy the graft. No anomalies were noted on the device performance. The tortuous aortic anatomy most likely cause the kinks, which subsequently led to deployment difficulties of the graft.